Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/dl. The customer had not reported the symptoms. The customer was treated with juice, and sugar to the juice. Customer¿s blood glucose level was advised as 48 mg/dl. Customer declined troubleshoot for low blood level. Customer also stated that they having a problem with her insulin pump. Customer stated that buttons aren't responding. So after a minute or so it makes that noise again and did it again a couple times and now. Customer was assisted troubleshoot for beep/vibrate anomaly. Customer assisted to perform the self test and pump beeped during the tone test. The product was not returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The keypad connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no low battery alert and audio/beep anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.